Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product was returned to and will be evaluated by zimmer biomet (B)(4). Upon completion of the evaluation, the results will be forwarded to the FDA.

Event description:
It was reported that a patient had an initial hip surgery on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to mechanical complications of internal joint prosthesis.

Manufacturer narrative:
An examination of the components has indicated the presence of a feint wear patch on the femoral head and two wear stripes present within this patch. These features imply that there may have been edge loading or component subluxation, elevating the stresses within the implant system. Such mechanisms may arise when the acetabular component is sub-optimally positioned or if the patient has a degree of joint laxity. The root cause for the revision of the components cannot be determined with the information provided.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The following sections could not be completed with the limited information provided. Date implanted - unknown.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.